Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2015. It was reported that patient was transported to the hospital via ambulance for high blood sugar of 586mg/dl. Patient was given intravenous fluids. No additional event or patient information is available.